Manufacturer narrative:
The complaint of burning sensation was not confirmed. The returned device was analyzed and no anomalies were found. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was explanted due to it becoming hot within the body. The physician suspects infection and will monitor the patient. There have been no adverse effects to the patient since the removal of the device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2408-56 serial/lot: (B)(4) description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patients ipg was explanted due to it becoming hot within the body. The physician suspects infection and will monitor the patient. There have been no adverse effects to the patient since the removal of the device.